Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a gaping hole at suture/incision site, leaking material. Patient was fine and was admitted to the hospital for system removal. Infection was noted. The system was explanted. There were no complications during the procedure and the patient was in good condition post-surgery. Patient remains under monitored care. New system will be implanted after the infection is cleared.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found. Should have been 'health professional' rather than 'home health aide' additional information: (B)(6) 2017.